Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was still not working and that the wire broke. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated he was experiencing a slight pain at his current stimulation setting. It was explained patient should reduce the level to a comfortable level. The was no intervention taken and the issue was not resolved at the time of this report. Additional information reported a day later that device was having communication screen 13 issue, "unable to find device". Patient reported he has already tried removing both the controller and external neurostimulator (ens) batteries and replacing them. Patient reported he first saw the "unable to find device screen" yesterday but was able to resolve this after moving his arm which was covering the ens. Patient reported today he cannot connect to the ens. During call patient kept pressing ens button and was turning stim off and on and reported the ens light was blinking after pressing it. Communication screen issue did not resolve. Patient first reported that he had not reached out to hcp but then reported he had. Patient later reported that he was trying to change sides on his own and that while changing the sides, the device read no connection to left lead. Then patient stated he took out the batteries from his controller and his ens on his own and still could not get the connection between the controller and his ens. Patient had called in prior to speaking with rep and stated that his doctor instructed him to change sides during the evening on (B)(6) 2017. With support slink it showed he was receiving 50% therefore they did not instruct to switch sides. Yet he changed sides per physician instructions. Patient stated a day later that he believes that he may have broken a lead because his unit will not power on and stay on, like it has no connection. No further complications were reported/anticipated. The patient indicators for use are for urge incontinence - urgency frequency.